Manufacturer narrative:
Product analysis: analysis noted that the stylus did not align with the cursor on the programmer screen. The stylus assembly was replaced. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.